Event description:
It was reported that the customer had been having a little high blood glucose in the mornings. No exact number was provided. The customer's mother declined to provide the customer's blood glucose levels. The customer' smother stated that prior to using the insulin pump the customer's blood glucose was above 200 mg/dl but with the insulin pump there was greater control. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).